Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to continuous glucose monitor ("cgm") glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hyperglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record ("DHR") review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. Event logs indicate that the user failed to maintain the device to allow for continuous insulin delivery by repeatedly not replacing the cartridge when empty or the infusion set when it became dislodged and not resorting to an appropriate back up therapy method, resulting in insufficient insulin delivery.

Event description:
On 10/22/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The cds reported that the user, despite their hcp's recommendation to return to mdi, continued using the ilet system and subsequently experienced hyperglycemia, leading to an ER visit. The user has significant cognitive delays, and their aunt is the primary caregiver. On 10/23/24 a beta bionics customer care agent followed up with the user about the event. The user described that the infusion set had become dislodged. The user was using the convatec inset (23", 6mm) teflon infusion set. Initial bg was 297 mg/dl, later rising to 425 mg/dl over three hours. The user did not attempt back-up therapy and reported "large" ketones. Symptoms included vomiting, stomach pain, chest pain, and headache. Ems was called as the user could not transport themselves. At the ER, the user received subcutaneous injections.